Event description:
The device analysis lab received an explanted lap-band with enclosed paperwork from the physician noting that the device was removed due to an alleged leak. F/u is in progress for add'l info.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The device was returned however the product analysis has not been completed at this time. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."